Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician started a pericardial drainage to get the blood out of the pericardium. The patient was given protamin. The tamponade closed itself.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that tamponade occurred. During mapping with an orion catheter, the patient's blood pressure dropped. An ultrasound revealed tamponade. The physician gave medications and blood/blood products. The patient was transferred to the intensive care until and was hemodynamically stable. No further complications were reported.

Manufacturer narrative:
Device evaluated by MFR: unit was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn number provided by the customer. The device has a kink located approximately 17cm from the distal tip while in the neutral position. The electrical test was performed and the device passed the test. The device passed the magnetic tracking test. The device passed the curving test. Both curves meet the 180 degrees articulation requirement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the physician started a pericardial drainage to get the blood out of the pericardium. The patient was given protamin. The tamponade closed itself.